Event description:
It was reported that the device did not complete the firing cycle. On the posterior side of the anastomosis, there was a leak once the sigmoidal scope was inserted and saline was pumped through. The patient was given a temporary colostomy as a result of this event.